Event description:
It was reported that during a heart catheterization procedure, hypotension occurred during ablation and subsequently death occurred. The 95% stenosed lesion was located in the severely calcified, mildly tortuous circumflex with a restenosed stent distal to the lesion. The length of the focal lesion was less than 10mm. The pt had an attempted angioplasty one week prior that was unsuccessful. The pt was not a surgical candidate and was considered high risk for this procedure. The system platform speed was set at 150,000 rpms. The physician started treatment with this 1.5mm burr, during which chest pain and hypotension occurred, which was treated with dopamine. A 1.75mm burr was then used successfully. The physician then advanced a 2.0mm burr, which initially went through but then got caught in a narrowing within a stent. The physician tried a couple of wires and balloons, and following additional access being obtained from left side the burr was eventually able to be removed. The pt experienced nausea and movement during the attempts at withdrawal; therefore, he was electively intubated and sedated more thoroughly. Additional balloons were advanced and dilated from removal of the burr, and then stents were placed. There was no reflow, and the pt was put on a balloon pump. Timi-1 flow was the final result. The pt was transferred to the cardiac intensive care unit hypotensive. Despite aggressive treatment with high-dose multiple inotropes/pressors, and ongoing use of intra-aortic balloon pump, the pt became progressively hypotensive. It was felt that the pt was on maximal therapy and undergoing cardiogenic shock as a consequence of the mi which occurred during this hospitalization superimposed on an already damaged heart with depressed left ventricular ejection fraction. He was made do not resuscitate. He continued to become more hypotensive and poorly perfused until he expired. In the opinion of the physician the cause of the burr becoming stuck was the anatomical condition. Medications given included: verapamil, adenosine, nitroglycerin and tpa.

Manufacturer narrative:
An initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The complaint device was disposed of at the user facility. The batch number is unk and the manufacturing records for the complaint device cannot be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.